Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported inserter pad broke during final implantation. The breakage occurred intra-operatively during the final implantation phase. No further information is available.